Event description:
It was reported that the patient experienced a shocking sensation while healthcare provider (hcp) was palpating patient's device. Afterwards, patient developed numbness on one side of her body. The patient was recommended by her hcp to be seen in the emergency room (ER) but it was unclear if she was actually seen in the ER. A possible problem with the ins was suspected but troubleshooting was limited due to a lack of access to the product and/or patient at the time. Later, it was reported the patient was "doing well." Additional information received about 3 weeks later indicated the patient was seen on the day it was initially reported. Impedances were taken and found to be in normal range. An x-ray was performed and the leads had not migrated. Some "minor" programming changes were made. There were no malfunctions seen. There were no interventions taken and the patient was doing "good." Information also reported on patient's other implantable neurostimulator (ins) in regulatory report # 3004209178-2012-11127.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).